Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump no longer allowed the customer to enter the number of grams into the bolus screen. Tandem customer technical support (cts) had the customer check the personal profile setting and the carbohydrate setting was found to be set as "off". Cts assisted the customer with turning the setting to "on". The customer did not remember turning carbohydrate setting to "off". There was no reported impact to the customer's blood glucose level. Although requested, additional information from the pump's t:connect data was not provided.